Manufacturer narrative:
The valve was patent. It passed (B)(4) testing. The device also met specifications for preimplantation testing. While the valve met all pressure-flow requirements at pressure levels 1.0, 1.5, and 2.5, the valve did not meet specifications for pressure-flow testing performed at pressure level 0.5. The valve was dissected, and it was noted that the ruby ball was stuck to the top opening of the cassette housing. When it was removed, proteinaceous debris was found around the center of the ball where it was caught in the opening. It is unknown if this condition contributed to the reported malfunction. The instructions for use that accompany the device note that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the surgeon felt that the valve that was implanted in the patient in 2007 malfunctioned.